Event description:
The event is reported as: alleged issue: it was reported that "the suture has a "metal bobble" on the end to enable the passing of it during the procedure. This is normally cut off at the end of the procedure. The metal bulb became detached during the procedure and although, immediately identified was not able to be retrieved, and has; therefore, been left inside the patient in the region of the sacro-spinus ligament. Surgeon attempted to retrieve the metal, but could not without performing major open surgery which was felt more detrimental than leaving item in situ." No patient injury reported.

Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product it is not possible to determine the source of the defect reported. Customer complaint can not be confirmed due to the lack of product sample to perform a proper investigation and determinate the root cause. Manufacturer will continue to monitor and trend related complaints.